Manufacturer narrative:
The customer¿s reported problem was confirmed. Explained probable cause to the error being the sensor on oridion board. Customer will repair/replace the oridion board. Suggested for customer to send for service repair. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/25/2019 to the present date 10/29/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for OEM missing sensor status. There was no patient involvement.